Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit were reviewed, and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the freestyle libre 2 sensor detached prematurely while sleeping. The customer subsequently experienced a loss of consciousness and became unresponsive. The customer was treated with liquid glucose by both non-healthcare professional and healthcare professional at customer's home. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported that the freestyle libre 2 sensor detached prematurely while sleeping. The customer subsequently experienced a loss of consciousness and became unresponsive. The customer was treated with liquid glucose by both non-healthcare professional and healthcare professional at customer's home. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor 3mh0073cf20 has been returned and investigated. Visual inspection has been performed on the sensor patch and sensor adhesive, no issues were observed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.